Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the physician was trying to find a good place to fix the electrode in the ventricle. The physician realized that the electrode was fixed in the tricuspid valve, the doctor pulled, but a part of the helix was outside although the helix was not extended before. The electrode was removed and they realized that a part of the helix was outside. They tried another electrode and before inserting it they checked that the helix was inside. After several tries to find a good place the physician started to have some problems to introduce and remove the guide. The guide was inside and not come out despite pulling hard. Through x-rays they saw that the helix was outside without explanation. The doctor pulled hard again and the conexion df4 broke. A different model lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.